Event description:
On 11/08/07, it was reported to boston scientific corp that placement of an endovive safety peg enteral feeding device was performed. According to the complainant, the snare loop "fell off" when the physician "went to release the snare". "The physician was able to retrieve the tip of the snare and completed the procedure with another of the same device." No pt complications were reported as a result of the event.

Manufacturer narrative:
A visual examination of the returned device revealed: the snare loop and crimped cannula were detached and not returned; the handle was bent; and the distal end of the connecting wire was coined, indicating that it had been crimped. A functional eval confirmed that actuation of the device handle resulted in a corresponding movement of the connecting wire. The snare loop detachment was likely due to narrow crimp spacing in the cannula-to-wire joint, resulting in an insufficient bond joint and leading to detach snare loop wire detachment. A review of the device history record for this lot was performed; no anomalies were noted. A search of the complaint database revealed no add'l complaints have been reported for this same lot. The 2007 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.